Event description:
It was reported that the r-wave amplitude was varied during patient breathing. The patient received inappropriate therapy. The lead was explanted and no damage was visible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.